Event description:
It was reported one of the patients leads had migrated resulting in high impedance and ineffective stimulation. As a result, surgical intervention was undertaken wherein the migrated lead was explanted and replaced to address the issue. Investigation was unable to determine which lead had migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000049921. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.